Event description:
Reporter alleged an icon was missing from the display of the compact plus system. Customer discovered the alleged display issue when she called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
The device was confirmed for failsafe code e-13.

Event description:
During a correlations study, caller states patient tested 3.7 inr on the during a correlations study, caller states patient tested 3.7 inr on the during a correlations study, caller states patient tested 3.7 inr on the during a correlations study, caller states patient tested 3.7 inr on the during a correlations study, caller states patient tested 3.7 inr on the during a correlations study, caller states patient tested 3.7 inr on the during a correlations study, caller states patient tested 3.7 inr on the during a correlations study, caller states patient tested 3.7 inr on the coaguchek xs system while a comparison lab returned as 2.77 inr. No coaguchek xs system while a comparison lab returned as 2.77 inr. No coaguchek xs system while a comparison lab returned as 2.77 inr. No coaguchek xs system while a comparison lab returned as 2.77 inr. No coaguchek xs system while a comparison lab returned as 2.77 inr. No coaguchek xs system while a comparison lab returned as 2.77 inr. No coaguchek xs system while a comparison lab returned as 2.77 inr. No coaguchek xs system while a comparison lab returned as 2.77 inr. No actions taken based on device result. No adverse event reported. Actions taken based on device result. No adverse event reported. Actions taken based on device result. No adverse event reported. Actions taken based on device result. No adverse event reported. Actions taken based on device result. No adverse event reported. Actions taken based on device result. No adverse event reported. Actions taken based on device result. No adverse event reported. Actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Requested return of suspect system and replacement was sent. Requested return of suspect system and replacement was sent. Requested return of suspect system and replacement was sent. Requested return of suspect system and replacement was sent. Requested return of suspect system and replacement was sent. Requested return of suspect system and replacement was sent. Requested return of suspect system and replacement was sent.